Event description:
Pt with medtronic paradigm revel insulin pump. Hospitalized for an extended period. Successfully managed on csii therapy for sometime. On (B)(6) 2015, around 0900 he changed his pump site, filling his reservoir with 300 units. About 1 hour later the pt was found confused, bg tested and was 14mg/dl. His pump was alarming at the time and removed by nursing. Nursing reports pump was "squirting" insulin when removed. Reservoir was observed to have only 200 units when removed. Pt average tdd insulin (17 units). He was given 2 amp of d50 and recovered. Pump was downloaded and no bolus is visible at the time of even. There is a recorded alarm at the time of the evening. This is very concerning. I have much experience with csii therapy as well as analysis of download and have never encountered anything of this significance. This does not appear to be driven by user error. Event abated after use stopped or dose reduced: yes.